Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to infection. The explanted device components will not be returned per facility policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).